Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump received motor error alarms during rewind due to a corroded motor home switch. Unable to perform the displacement test due to the motor error alarm. Cracked reservoir tube lip noted.

Event description:
The customer reported that the insulin pump alarmed motor error while changing the infusion set. The blood glucose reading was 278mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller that the device would be replaced. No further information was provided.